Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: a13: communication or transmission problem is applicable to the tip of the nose was cut off in the imaging. A11: computer software problem is applicable to unable to edit the model. A23: use of device problem is applicable to the site had difficulties registering. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had difficulties registering. The registration probe appeared in the tracking window with no reported issue. The surgeon stated that the tip of the nose was cut off in the imaging. The site was unable to edit the model at the time of call. Technical services (ts) suggested either adding touch points or begin the trace closest to the tip of the nose that is visible on the model. The site was able to get a 1.3 millimeter (mm) registration and proceeded with the case. This issue caused an unknown surgical delay. The impact on the patient's outcome was unknown.

Manufacturer narrative:
H3: a software analysis was initiated. Reviewed the case and observed that site was having difficulties registering during a fess procedure. Also observed that technical services (ts) suggested either adding touch points or begin the trace closest to the tip of the nose that is visible on the model and then they were able to get a 1.3 mm registration and proceeded with the case. Based on the information provided, there is no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. H6: b01, c19 and d14 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H2 additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.